Event description:
It was reported that the generator goes to the standby image, the footswitch does not respond, shows an error code 234 and the power does not turn on there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was likely due to a component failure of the internal electronic board which lead to electrical abnormality. Olympus will continue to monitor field performance for this device.